Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the returned battery cap has damaged threads. The battery cap will not maintain an electrical connection. A test battery cap was used for all testing. The pump powers to a dim discolored display. There were no spots present on display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.